Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon tension test post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) separately from the delivery catheter prematurely. The ralp remained implanted and the procedure was concluded. There were no patient consequences.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a complete delivery catheter was returned in one piece with the distal tethers misaligned. Visual examination found the bullet offset to appear anomalous. X-ray examination found the released tether wire slipped inside the tether screw. Dimensional analysis was normal. The cause of the reported event was isolated to the released tether wire being slipped inside the tether screw. No other anomalies were found.